Manufacturer narrative:
(B)(4). Provisional bottom. Performed a visual inspection of the returned item andfound it to exhibit signs of repeated use nicked / gouged. The anterior of the post feature has fractured off. All pieces were not returned. The device history records were reviewed for deviations and/ or anomalies. No related anomalies were recorded. The receiving inspection report was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. In addition to the visual and optical microscopy analysis, a review of the dhf and dfmea was performed. Ongoing complaint monitoring confirms that the rate of instrument fracture is within the expected risk profile as specified in the dfmea. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
It was reported the tasp broke in shipping. There was no patient involvement. Fractured pieces were not recovered.